Manufacturer narrative:
Continuation of d10: product ID 977a260, implanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, e2 phone number: (B)(6). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the session report indicated that contact points 4 and 5 have out of range impedance values. For both groups a (most commonly used) and b, contact point 5 was used for stimulation. Additional information received reported that the impedance measurements were >40,000 ohms. The cause of the out of range impedances was wear and tear of the lead, no specific cause known. The action taken to resolve the out of range impedances is reprogramming of the lead if needed. Since there was still pain relief, no actions were taken on the out of range impedances and there were no upcoming appointments scheduled.